Manufacturer narrative:
(B)(4). A (B)(6) field service representative was dispatched to the facility to investigate. The service representative was able to intermittently reproduce the reported issue. During evaluation of the available information at (B)(6), it was determined that the issue was caused by using the pressure simulator in regulation mode. No device malfunction was identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. (B)(6) will continue to monitor for trends related to this type of issue. Device not needed for investigation.

Event description:
Sorin group (B)(4) received a report that during the pre-procedural check, the clinician noted a failure by simulating excessive pressure. The pump stopped at maximum pressure and a visual alarm was displayed but no audible alarm could be heard. As this occurred prior to the case, there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the pre-procedural check, the clinician noted a failure by simulating excessive pressure. The pump stopped at maximum pressure and a visual alarm was displayed but no audible alarm could not be heard. As this occurred prior to the case, there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.